Event description:
It was reported that the patient had a history of infections. For the information on the most recent infection, see manufacturer report # 3004209178-2013-14689.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).